Manufacturer narrative:
The device has not been returned for evaluation; however, return is anticipated. Without return of the device, no definitive conclusions can be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. Mdrs related to this report: 2029214-2017-00598, 2029214-2017-00599.

Event description:
Medtronic received information that during treatment of an aneurysm located in the ophthalmic segment of the left internal carotid artery, two pipelines did not open distally. It was reported that the first pipeline ped 500-25 was attempted and did not open distally. The pipeline was removed and a second pipeline ped-475-20 was attempted and the same problem was encountered. The pipeline was again removed and a competitors device was used to complete the procedure. No patient injury was reported. The aneurysm max diameter was 14 mm and the neck diameter was 7 mm. The distal landing zone was 5 mm and the proximal was 4.3 mm. The patient had moderate vessel tortuosity.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated: eval code method updated. Eval code result updated. Eval code conclusion the pipeline braid (ped-500-25) was returned for evaluation without the pushwire, as it was likely discarded. The pipeline braid was returned detached from the pushwire; therefore, the distal and proximal ends of the braid were unable to be identified. The pipeline braid was observed to be fully open with one end having moderate fraying, the middle section having no damages, and the other end having slight fraying. No other anomalies were observed. Based on the analysis findings and the reported event details, the clinical observation could not be confirmed. In addition, the pipeline flex pushwire was not returned for evaluation; therefore, any contributing factors from the pipeline flex pushwire could not be assessed. We are unable to definitively determine the cause for the reported experience. However, it is possible that the patient¿s vessel anatomy (the bend), and the damaged braid may have contributed to the reported issue. However, the cause for the damage could not be determined. Per our instructions for use (IFU): the user should "begin to deliver the device using a combination of unsheathing the pipeline flex embolization device and pushing delivery wire simultaneously. After the distal end of the pipeline flex embolization device has successfully expanded, deploy the remainder of pipeline flex embolization device by pushing the delivery wire and/or unsheathing the pipeline flex embolization device. Resheathing and/or manipulation of the micro catheter, by locking down the delivery wire and moving both as a system, may facilitate expansion of the pipeline flex embolization device. All products are 100% inspected for damage and irregularities during manufacture.